Manufacturer narrative:
Correction: d8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined, as the device was not returned to olympus. The reported issue was related to the facility¿s oer-3 automatic endoscope reprocessor and not applicable to the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope was incorrectly reprocessing with a defective oer-3. The user facility reported that the panel on the left side of the oer-3 overheated, causing a burning smell. The field service engineer (fse) in charge checked the inside of the oer-3, it was found that there was a hole in the binding part of the detergent tube closest to the washing tank, and the cause was that the oer-3 operated while liquid was leaking from there. There were no reports of patient harm or health hazards due to this defect. Related patient identifier: (B)(6).